Event description:
It was reported that when the right ventricular lead was positioned in the right ventricle, the helix would not extend. The right atrial lead also would not extend when it was positioned. Neither lead was used and different rv and ra leads were implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was noted on the distal conductor (not obstructed), blood was noted in/on the helix/lobe mechanism and sleeve head and the tip seal was found to be out of position. (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was noted in/on the helix/lobe mechanism and sleeve head.